Manufacturer narrative:
Product event summary: at analysis the customer comment that the programmer crashed was confirmed. The programmer was booted and after about 4 minutes it generated an error. It was additionally noted that all the printer light-emitting diodes were flashing and that the system fan was noisy. The link electronic module was replaced and calibrated, the hard drive was reconfigured, the software was reloaded and updated and the fan was replaced. The device then passed its functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer "crashed" and then would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.